Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was removed because it was nonfunctional. Upon removal, it was discovered that the filling solution was contaminated with a bodily fluid (serous fluid or blood) entered the device, making it difficult to pump. All components were explanted and replaced with a tactra malleable device.